Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ the pump user guide states: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the insulin gauge was inaccurate and customer was able to extract insulin from the cartridge after the pump indicated the cartridge was empty. Reportedly, customer over filled the cartridges. Tandem technical support educated customer regarding cartridge/insulin labeling. Reportedly, customer loaded a new cartridge to resolve the issue. Additionally, it was reported that the customer performed the load fill tubing sequence while connected at the infusion set site and a bolus. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. There was no impact to the customer's blood glucose level.